Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD received a shorted output stage detection - sosd alert. Upon analysis, the capacitor maintenance was normal and the charge was shown to be successful. The ICD was explanted and the patient experienced no consequences due to this issue.